Event description:
It was reported that the handpiece was leaking during preparation for the procedure. There was no pt involvement and no adverse consequences were alleged.

Manufacturer narrative:
The handpiece was returned to the manufacturer for quality investigation. The handpiece passed all quality inspection procedures, and the alleged leak could not be duplicated.